Manufacturer narrative:
(B)(4). Date sent: 6/17/2026 d4: batch #unk additional information was requested, and the following was obtained: ¿ was the firing sequence started but not completed? If yes: yes. ¿ did the device deliver any staples? Yes. ¿ if yes, were the staples formed properly? Yes ¿ if yes, was the staple line complete? No ¿ did the device cut? Yes ¿ if yes, was the cut line complete? Yes ¿ if yes, was there any issue with the cut line? There were no staples there after the cut ¿ was there any difficulty opening the device jaws? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished # psee45a, with lot/batch #a9m141, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure, it was observed the stapler reload was misfired. Staples did not hold the tissue together. Surgeon had to oversee the transection. There was no patient consequence nor surgical delay reported. No additional information was provided.